Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail. If new information is received, a supplemental report will be submitted accordingly. Referenced article: loss of his bundle capture due to repetitive non-re-entrant "ventriculohisian" synchrony. J cardiovasc electrophysiol. 2019; 30:1710-1713. Doi: 10.1111/jce.14011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case study of his bundle capture due to repetitive non-re-entrant ventricular synchrony. It was reported that the his bundle pacing lead exhibited a pacing issue due to programming. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.